Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a cystocele repair with mesh implantation procedure on (B)(6) 2017. According to the complainant, during the procedure, the needle detached from the lead suture and was retrieved out of the patient using a forceps. The procedure was completed with another uphold (tm) lite w/ capio slim. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be good.